Event description:
It was reported that, during a follow-up, the shock impedance was found to be greater than 400 ohms. The patient said that he fell down some steps sometime around (B)(6) 2024. Technical services reviewed the device downloaded data and confirmed the device has been beeping for an out-of-range impedance since last november. There is evidence of noise starting at that time. Technical services recommended having the system x-rayed. The doctor is going to admit the patient into the hospital and have him monitored. There were no known adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This supplemental report is being filed to provide additional information that the doctor explanted and replaced the electrode. Once done, the impedance was still greater than 400 ohms. Re-insertion only decreased the impedance to 375 ohms. The doctor elected to also explant and replace the pulse generator as well. There were no additional adverse patient effects. The new system remains implanted. The explanted system was returned for analysis. It was reported that, during a follow-up, the shock impedance was found to be greater than 400 ohms. The patient said that he fell down some steps sometime around (B)(6) 2024. Technical services reviewed the device downloaded data and confirmed the device has been beeping for an out-of-range impedance since last november. There is evidence of noise starting at that time. Technical services recommended having the system x-rayed. The doctor is going to admit the patient into the hospital and have him monitored. There were no known adverse patient effects. The system remains implanted.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header confirmed correct dimensions. The device was then exposed to simulated heart load conditions, and the therapy was appropriate. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to provide additional information that the doctor explanted and replaced the electrode. Once done, the impedance was still greater than 400 ohms. Re-insertion only decreased the impedance to 375 ohms. The doctor elected to also explant and replace the pulse generator as well. There were no additional adverse patient effects. The new system remains implanted. The explanted system was returned for analysis. It was reported that, during a follow-up, the shock impedance was found to be greater than 400 ohms. The patient said that he fell down some steps sometime around (B)(6) 2024. Technical services reviewed the device downloaded data and confirmed the device has been beeping for an out-of-range impedance since last november. There is evidence of noise starting at that time. Technical services recommended having the system x-rayed. The doctor is going to admit the patient into the hospital and have him monitored. There were no known adverse patient effects. The system remains implanted.